Event description:
Facility reported that a hospice pt expired while connected to a 6060 pump and IV administration set. At the time of the pt's death (approx 9am) the 50cc IV bag which originally contained morphine was found to be empty when approx 48cc of the drug should have remained. The pt's therapy had been started at approx 8pm the night before and after about 15 minutes the pt had a seizure, showing stroke-like symptoms. The facility administered narcan and the pt's condition did not improve. The infusion pump was re-programmed for a lower dosage of morphine but was not started as the caregivers were instructed by the pt's physician to wait for pt's condition to improve. The pump remained off for approx. 12 hours with the set loaded and connected to the pt; the tubing was not clamped off. The facility observed that the bag was empty after the pt had expired. At the time of this report no cause of death was provided by the facility and an autopsy was not performed. The facility's rep did report that the cause of death was attributed to pre-existing conditions but a supporting statement from the pt's physician has not been received.